Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was retained by the facility and will not be returned for analysis. Post operatively the patient was stable. Electrocautery was used.